Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202318390. The 14fr esheath was returned to edwards lifesciences for evaluation. Visual examination of the device revealed the following: sheath shaft kinked 14cm from hub. Liner expanded 22cm in length from strain relief. Remaining part of the liner was unexpanded and distal tip unopened. Sheath shaft hdpe serrated/damaged at distal end. Scratches observed on sheath shaft. Liner torn 7cm from strain relief, 1cm in length. Two liner strands at 7 and 8 cm from strain relief (1.2cm and 1cm in length respectively). Due to the condition of the returned esheath (small, folded and stretched strands), no dimensional or functional testing was able to be performed on the liner strands. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath liner strands were confirmed based on evaluation of the returned device. Per report, the patient had mild tortuous anatomy and moderate presence of calcium at the access vessel. It is possible that additional device manipulation applied during the procedure to overcome the resistance resulted in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. As such, available information suggests that patient factors (tortuosity, calcification) and procedural factors (excessive manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, during a right transfemoral transcatheter aortic valve replacement procedure, an unusual amount of push force was necessary to advance the delivery system through the esheath. Under x-ray it was observed that the esheath was damaged. The devices were removed as a single unit. Access was changed to the left side with new devices. The patient did not experience any injuries, and the final outcome was good. The device was returned to edwards lifesciences, and during pre-decontamination evaluation, it was observed that there were (B)(4) sheath liner strands 7 cm and 8 cm from the strain relief.